Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation and is still held by the user facility. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Event description:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from instrument channel and suction channel of the device tested positive for unspecified microbes ( the total cfu is >20 cfu ). The device had been reprocessed with a non-olympus automated endoscope reprocessor, steelco s.p.a., ew1, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to additional information by the user facility, the device is currently in use at the user facility because the device has passed further microbiological test performed. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.